Event description:
The customer reported that the unit will intermittently give them generator error messages. The generator had shut down. When they reboot the system, it appeared to work for a while then it would fail again, days or weeks later. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep was unable to reproduce the error however the event logs showed a monoblock failure message at the times the customer stated the system failed. He inspected the esd kit and found it to be in good working order. He cleaned and seated all generator pcbs and connectors/cables. The system is working as intended.